Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer removed the cartridge from the pump during the load sequence. The customer attempted to install the cartridge but was unable to snap the cartridge in place. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.